Event description:
As reported, while advancing the 19 x 10 palmaz genesis stent through a relatively small guiding catheter. Difficulty was encountered while advancing the sds, as the palmaz genesis stent became stuck midway inside the guiding catheter and was unintentionally deployed within it. The guiding catheter was then removed from the patient¿s body, cut externally, and the stent was retrieved from inside the catheter. The case was completed by switching to a larger guiding catheter and deploying another palmaz genesis stent. There was no reported injury to the patient. The device was stored and prepared according to the instructions for use (IFU). The device was stored and the sds was prepped according to the instructions for use (IFU), with no anomalies or difficulties noted during preparation. The stent was not manipulated during prep, and the balloon was not inflated or partially inflated prior to insertion. The stent was properly mounted on the system when inspected. There was no resistance or friction noted when inserting the balloon through the rotating hemostatic valve, but resistance was encountered while inserting it through the guide catheter. The target lesion was in the renal artery with a vessel diameter of 7 mm, and the unconstrained stent diameter was 1¿2 mm larger than the vessel. No unusual force was applied during the procedure, and the catheter was not in an acute bend. The device will be returned for analysis.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. E1: phone # (B)(6).

Manufacturer narrative:
As reported, while advancing the 19 x 10 palmaz genesis stent through a relatively small guiding catheter. Difficulty was encountered while advancing the sds, as the palmaz genesis stent became stuck midway inside the guiding catheter and was unintentionally deployed within it. The guiding catheter was then removed from the patient¿s body, cut externally, and the stent was retrieved from inside the catheter. The case was completed by switching to a larger guiding catheter and deploying another palmaz genesis stent. There was no reported injury to the patient. The device was stored and prepared according to the instructions for use (IFU). The device was stored and the sds was prepped according to the instructions for use (IFU), with no anomalies or difficulties noted during preparation. The stent was not manipulated during prep, and the balloon was not inflated or partially inflated prior to insertion. The stent was properly mounted on the system when inspected. There was no resistance or friction noted when inserting the balloon through the rotating hemostatic valve, but resistance was encountered while inserting it through the guide catheter. The target lesion was in the renal artery with a vessel diameter of 7 mm, and the unconstrained stent diameter was 1¿2 mm larger than the vessel. No unusual force was applied during the procedure, and the catheter was not in an acute bend. A non-sterile unit of the long gen / pro 19 × 10 per 135 was received coiled inside a transparent plastic bag, and the device was removed from the packaging to proceed with the product evaluation. The unit was inspected and found to have the stent dislodged, with the balloon not inflated and lacking the manufacturing pleating. The stent was included inside a plastic container in a compressed condition, and no other outstanding details were observed. The balloon area was inspected using a vision system to obtain an amplified image, and stent strut marks were observed on the balloon surface, indicating that the device had completed the stent crimp process. The balloon was received not inflated with the stent dislodged, and the exact cause of the observed conditions could not be conclusively determined during the evaluation. The product analysis did not provide evidence to suggest that the reported event was related to the manufacturing or design process, and therefore no preventative or corrective actions will be taken at this time. The balloon was returned not inflated with the stent dislodged therefore, the reported event ¿stent ¿ dislodged ¿ within guiding catheter/sheath¿ was substantiated during the product evaluation. The presence of evidence of appropriate stent crimping, in conjunction with the absence of manufacturing pleating, indicates that post-manufacturing handling or procedural interaction cannot be excluded as a potential contributing factor to the observed condition. Users are trained to inspect for signs of damage prior to and during use, and any product with damage is not to be used. Information for safety is provided in the product labeling to inform users of potential risks associated with device use. According to the instructions for use (IFU), ¿if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, while advancing the 19 x 10 palmaz genesis stent through a relatively small guiding catheter. Difficulty was encountered while advancing the sds, as the palmaz genesis stent became stuck midway inside the guiding catheter and was unintentionally deployed within it. The guiding catheter was then removed from the patient¿s body, cut externally, and the stent was retrieved from inside the catheter. The case was completed by switching to a larger guiding catheter and deploying another palmaz genesis stent. There was no reported injury to the patient. The device was stored and prepared according to the instructions for use (IFU). The device was stored and the sds was prepped according to the instructions for use (IFU), with no anomalies or difficulties noted during preparation. The stent was not manipulated during prep, and the balloon was not inflated or partially inflated prior to insertion. The stent was properly mounted on the system when inspected. There was no resistance or friction noted when inserting the balloon through the rotating hemostatic valve, but resistance was encountered while inserting it through the guide catheter. The target lesion was in the renal artery with a vessel diameter of 7 mm, and the unconstrained stent diameter was 1¿2 mm larger than the vessel. No unusual force was applied during the procedure, and the catheter was not in an acute bend. The device will be returned for analysis.